Manufacturer narrative:
(B)(4). Batch #unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a total lap hysterectomy, the surgeon broke the harmonic blade against the uterine manipulator. The blade fragment was recovered and the case was completed by pulling another harmonic device. There were no patient consequences and no clinical outcome experienced by the patient.